Manufacturer narrative:
Screw of insertion post could not be removed. Implant had to be explanted. No product problem detected. The reason for the complaint is not comprehensible. The insertion post was easy to remove during our inspection. Dentist used a unsuitable tool probably a pair of pliers. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Screw of insertion post could not be removed. Implant had to be explanted.